Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise was observed via remote transmission. Further evaluation of the segms revealed noise. The noise was not reproduced. External emi was suspected, as patient has a motorized bed. The device was reprogrammed. Few weeks later, asymptomatic patient presented for follow-up and post-sensed t-wave oversensing was observed on stored egm. The device was reprogrammed and remains implanted.